Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with galaxy a54 5g phone with android operating system version 16. Due to the reported issue, the customer received signal loss and was unable to obtain glucose readings. The customer experienced symptoms described as "eye rolling, blue lips", trembling, a loss of consciousness, and was unable to self-treat. The customer's caregiver provided apple juice to the customer as treatment. In addition, the customer had contact with a healthcare professional (hcp) who administered glucose intravenously for treatment. Shortly after the treatments, the customer was able to regain consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced signal loss due to an incompatible device. Per the compatibility guide, use of the samsung galaxy a54 5g, android operating system version 16 is incompatible with the reported application software version 3.6.5. The compatibility guide is available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.